Event description:
It was reported that the micromanipulator was having alignment issues and was losing power when firing. There was no patient present at the time issues presented.

Manufacturer narrative:
The console's micromanipulator was not returned for analysis; therefore, no physical or visual analysis of the micromanipulator could be performed. However, the device was serviced onsite by a field service engineer (fse). Inspection of the articulated arm on the console as well as the scanner found that there were no issues and the devices were functioning normally. Inspection of the micromanipulator demonstrated it was losing power when firing. The fse cleaned the internal optic and replaced the dichroic mirror. After replacement of the dichroic mirror, the power was within specifications. Near and far alignments of the aiming beam were performed and confirmed it was working per specifications. No adjustments were made to the aiming beam. The system was working within specifications. It is probable that the dichronic mirror malfunction led to the event reported by the customer. A risk review was completed and confirmed that the events of misaligned micromanipulator and damage/defective micromanipulator were defined in the risk documentation; this event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the information, an investigation conclusion code of cause traced to component failure was assigned to this investigation since an expected or random component failure was identified without any design or manufacturing issue.

Event description:
It was reported that the micromanipulator was having alignment issues and was losing power when firing. There was no patient present at the time issues presented.